Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately five days post-implantation, the patient underwent a hip revision due to a fracture. Patient had a proximal femur replacement and pelvic fixation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 802403602 lot# 3018283 constrained head 12/14 taper 36 mm diameter -3 mm neck length cat# 00585204025 lot# 66466706 stem collar 25 mm o.d. Cat# 00585205011 lot# 66723558 fluted stem extension straight precoat 11 mm diameter 130 mm length cat# 00585003238 lot# 66552379 proximal femoral component 38 mm offset cat# 010000982 lot# 7707595 g7 freedom const e1 lnr 36mm d cat# 66022663 lot# 68641379 palacos r + g (1x40) cat# 3020830401-3 lot# ax47ck0804 refobacin plus bone cem 40 -3. G2: foreign ¿ australia the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.